Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# va0f4jj, implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported they thought the device might have come out. It was further clarified that they thought the lead might have come out. It was not protruding through the skin, but there was a bump underneath their skin. Indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.